Manufacturer narrative:
The MFR's service rep performed an on site investigation. The problem could not be duplicated. The system was tested and is operating as intended.

Event description:
The customer reported that the monitor on the 9800 system would go black. No pt injury was reported.